Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarm multiple times during normal use. The customer's blood glucose was 66 mg/dl at the time of incident. Customer's mom called in and stated having issues with daughters insulin pump. The customer's mom stated the insulin is not going into her body after multiple set changes for the insulin pump. The customer stated that after they did a rewind they did not see drops come out for the customer. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.